Event description:
In 2008, a lay user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter had an er2 message. The complaint was classified based on the customer service rep (csr) documentation. The pt tests his blood glucose at least four times a day and manages his diabetes with 10 mcg byetta taken twice a day before meals. On the same day at 6:45 am, the pt reportedly received an er2 message on the subject meter when attempting to do a blood glucose test. The pt does not have a backup meter to test his blood sugar with. As a result of the alleged meter issue, the pt reportedly took the usual shot of byetta to manage his diabetes. Sometime after the alleged meter issue began, the pt reportedly felt more "hungry than usual" but reportedly did not seek medical intervention. During troubleshooting, it was verified that this was not a new out of box product. The testing technique was correct and the test strips were in good condition. The issue was resolved when a retest was performed. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hyperglycemia ( in terms of having an unusual appetite) after the alleged meter issue began. The pt's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.